Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. However, transmitter with serial number (B)(6)was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Bluetooth pairing test was performed and failed. A review of the data logs was performed and a defective transmitter was found within the investigation window. The allegation was confirmed. The probable cause was determined to be defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.